Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 32, indicating a delivery motor communication error, despite multiple restarts and a full battery, and a replacement was initiated. Symptoms included no reported blood glucose impact. Outcomes included continued use of cgm with the dexcom app or receiver and initiation of device replacement with instructions provided for data syncing and return. Investigation included troubleshooting by verifying battery status, performing repeated restarts, and counseling on replacement and startup procedures. Investigation of the returned device revealed a motor processor communication malfunction consistent with a delivery motor communication fault.